Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned for examination. However, a fragment of central post feature was not returned. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off as well as a fracture proximal to the medial side of where the central post is normally located. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured. Attempts have been made and additional information on the reported event is unavailable. No patient consequences have been reported as a result of the malfunction.